Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to diabetic ketoacidosis on (B)(6) 2019 with blood glucose of over 300 mg/dl. The customer was treated with insulin and fluid drip. The customer did report symptoms such as abdominal pain. The customer also mentioned that they were hospitalized due to bowel obstruction. Troubleshooting was declined by the customer. The insulin pump will not be returned for analysis.